Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the iol would not unfold properly after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the lens. The pt's outcome was good.